Event description:
The patient reported that 3 v-go's , 2 on (B)(6) and 1 on (B)(6), where the needle button accidentally released prior to the completion of the 24-hour period. The patient stated that the needle button initially locked in but insulin started going down patient arm about 1-2 hours later and when she looked at the v-go, the needle button had released. The patient disposed of the worn v-go's in question.